Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. The device was found within specification in relation to the customer reported 'blank display' which was not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined to replace the liquid crystal display (lcd) to address this issue. Should additional relevant information become available, a supplemental report will be submitted.